Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or usual results. The medical surveillance specialist requested customer services follow-up with the patient to obtain additional information, however the patient was unwilling to answer further questions, therefore the complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue began approximately 1 week ago when she reportedly obtained readings of 351 and 400 mg/dl using the subject device which the patient felt were high compared to how she was feeling and/or her usual readings. It is not known how the patient manages her diabetes and it is also unknown whether she made any changes to her usual diabetes management routine in response to the alleged issue. The patient reportedly experienced symptoms of feeling bad and dizzy before the alleged issue began, and reportedly visited the hospital on (B)(6) 2015. It is unknown what treatment if any the patient received during this hospital visit. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure, an approved sample site was used, the test strips were not expired and the patient¿s testing technique was correct. The csr also noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly visited the hospital and may have received hcp treatment for a severe blood glucose excursion, after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.